Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report is filed april 5, 2016. Device not received by manufacturer.

Manufacturer narrative:
This report is filed may 12, 2016.

Manufacturer narrative:
Device remains implanted.

Event description:
Per the clinic, the patient experienced poor performance with the device. Troubleshooting performed however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.